Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and skin irritation. The customer¿s low blood glucose level was 43 mg/dl. The customer experienced skin irritation because of sensor. Customer declined for troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.